Event description:
(B)(4). I was called in by my doctor during that time because I had just had a son (B)(6) so I was suppose to get a tubal instead , but he stated that it would still be months on down the line for me to get my tubal done , but a new birth control method just came out on the market which was called essure , now what he did explain to me that it was very permanent and if I was sure about not having any more children which I stated yes I am sure . But what he failed to tell me was the long term damage that it would cause me , like heavy cramping ,bleeding everyday when it wasn't time for my cycle and the excuse I would get is your body has to get regulated to this new birth control , heavy bleeding the size of golf size balls then having lower back pain still that I have to this day as we speak . Having gynecological issues for 7 years swelling of my legs and feet running back and fourth to the hospital just to make sure I didn't have blood clots forming in my legs , its hard not to be able to attend to your children because I cant move out the bed , migraines which I am on med for the fatigue and major weight gain , I talked with my new obgyn and she stated that it was in best interest that I have a complete hysterectomy (2010) because of my intense pelvic pain . If I had known that essure was going to affect my life the way that it did missing out on activities with my children and family because my energy level was so low and had no desire to perform sexually because it was very painful no I would not have consented to it , the doctor did not do or perform any type of test on me to see if I was allergic to this device he just gave me a card and said keep on me at all times , and him being my doctor I trusted him .